Event description:
The baxter field service technician reported a pump with low batteries during bio-med testing. Device was serviced on-site. According to the hospital representative there was no patient injury or medical intervention reported. No additional information was provided.

Manufacturer narrative:
Evaluation summary: the device evaluation was completed and the low battery condition was confirmed (11 discharges below alarm threshold found) during service testing due to depleted (potentially damaged) batteries. Baxter service technician installed new batteries and tested the device. A review of the complaint history revealed similar reports have been received for this product and the reported issue. This issue is being investigated. Service was conducted on-site.